Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. After the delivery of a 3.50mmx32mm synergy¿ drug-eluting stent inside the guide catheter, friction was noted and the stent was removed from the patient's body. Upon inspection, it was noticed that the distal tip of the stent struts was lifted and was not correctly crimped on the stent delivery system. No patient complications were reported and the patient's status was stable.